Event description:
Allegedly, patient experienced hip pain attributable to metal ion release and resultant tissue damage and underwent revision surgery. During her revision, the surgeon identified osteolysis secondary to metal debris.

Manufacturer narrative:
This is the same event as 3010536692-2015-01037.